Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that nurse at the hospital found that the sensor was missing the electrode before inserting it to the patient. Blood glucose value is unknown. Sensor replacement would be sent.